Manufacturer narrative:
Based on the claim against the product by the customer noting that the 0-degree endoscope plus was having recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 0-degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint "endoscope had a recognition issue¿. The 0-degree endoscope plus was analyzed and found to have a damaged endoscope adapter (aea) or friction issue, and missing aea retaining ring or screws. Visual inspection found 5000 deformed cable, discolored housing, light visible through the cable jacket, and an endoscope bearing friction issue. The complaint regarding the 0-degree endoscope plus had a recognition issue was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus had a recognition issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the incident did occur after the patient was under anesthesia but when connecting the scope to the tower, it would not recognize the scope and another one was obtained. The endoscope was not used on the patient.